Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (event site address), corrected data: h6 (investigation findings).

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1 for event site name and initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during routine check that the cs300 intra-aortic balloon pump (iabp) unit had optical sensing module failure. There was no patient involvement reported.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they checked the cs300 and observed the failure. The fiber optic sensor module was suspected to be faulty, and needed to be replaced for further testing. The customer was not willing to purchase the repairs for the unit. Per the fse "customer has not been using the fiber optic for many years" and the unit was returned to the customer with it its status being non-working. Should repairs be made in the future, the complaint will be reopened.